Manufacturer narrative:
B3: date of event - aware date of 16may2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported via social media that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unreported time a peri device leak was discovered. The patient was instructed to resume blood thinner medication.